Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. Lot number was not provided therefore a ship history of previous lots sent to the customer was reviewed. A review of the device history record (DHR) of the lots found no issues. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
Same case as MDR ID# 2134265-2018-01804. It was reported cardiac tamponade occurred. An intellamap orion¿ mapping catheter and a dynamic xt¿ diagnostic catheter were selected for use. Mapping took place in the right atrium. While accessing the left atrium, pericardial tamponade occurred during the transseptal puncture. Initially, no symptoms occurred so the physician began mapping. After 5 minutes, the patient¿s condition worsened and the physician stopped mapping. Hospital staff performed a pericardial puncture and took care of the patient. The procedure was not completed and the patient was brought to the intensive care station. The physician indicated the tamponade was not due to a malfunction of the catheter.